Event description:
Information received by medtronic indicated that the customer reported crack from the battery compartment to at least 1/4 from the bottom of the bottom. The customer also reported blank display and found the battery cap contacts missing or damaged. Troubleshooting was performed but not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with the metal contact missing from the battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump was also received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:23:21.000 (B)(6) 2023 10:23:46.000 (B)(6) 2023 10:33:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:11:45.000 (B)(6) 2023 10:21:21.000 (B)(6) 2023 10:22:25.000 (B)(6) 2023 10:23:03.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:45:13.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 12:17:00 am. There was no power data available for the event date of 31-jul-2023. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. No failed battery alert/battery failed alarm and power loss alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 31-jul-2023 in the formatted history file.  Sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 00:59:21.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 23:19:36.000 (B)(6) 2023 23:54:35.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 63 alarm (variableinfo = 15) ((B)(4)) was recorded and found in the formatted history file on: (B)(6) 2023 10:11:42.000 and (B)(6) 2023 10:21:00.000. Pump error 63 alarm (variableinfo = 15) ((B)(4)) was confirmed, suspected on hw. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Battery cap contact missing/damaged was confirmed. Blank display was not confirmed. Cosmetic damage was confirmed at the battery compartment (to at least 1/4 from the bottom) of the pump. Pump error 63 alarm (variableinfo = 15) ((B)(4)) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.